Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. An insulin leak occurred, but it is unknown if the leak was due to the issue with the self-adhesive. No further information was provided.